Event description:
It was reported that the high voltage lead impedance was chronically high on the right ventricular (rv) lead. No other issues were observed. The rv lead was to continue being monitored. The patient was stable with no issues or concerns.

Event description:
New information received notes a vibratory alert was received remotely via merlin.net. Interrogation revealed high right ventricular (rv) lead impedance as well as high capture thresholds at maximum outputs. Isometric testing was performed but no noise was observed. No changes were made to the settings. The patient was to be referred for possible lead extraction. The patient was stable.

Event description:
New information received notes the right ventricular (rv) lead was capped (B)(6) 2024 and replaced. The patient was stable.